Event description:
It was reported that the pump exhibited a plunger not in place error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case and the bottom case were cracked. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place error was duplicated during the set up for the flow test. The plunger board broke off as a result of customer impact. The root cause of the problem was a result of the customer's impact to the device. Replaced the plunger board.